Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced an unspecified infection. The outflow graft was ligated, the driveline was cut at the skin and the ventricular assist device (vad) remains in the patient. Based on the limited available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. There is no evidence the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Date of event was updated to (B)(6) 2021. B5: event description was updated with additional information h6. Patient codes: ime/annex e: e020204, e1008, e0712, e2304, e2312, e233001 imf/annex f: f08, f19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department with one week history of malaise, diarrhea, cough, fatigue, fever up to 102 f and chills. The patient developed left sided chest pressure which prompted the visit and was admitted for further evaluation. The patient was found to be febrile at 101 f with leukocytosis, had elevated c-reactive protein of 109.1, erythrocyte sedimentation rate of 52 and probnp of 884. Chest x-ray was performed and was without acute abnormality. Chest computerized tomography angiography (cta) was performed and was negative for pulmonary embolism (pe) but concerning for a narrowing of the distal conduit of patient's vad. Blood cultures resulted positive for viridans streptococci and the patient was started on broad spectrum antibiotics and the transplant infectious disease was consulted. Surveillance cultures remained positive and two days later repeat cultures were negative. Review of cta chest was concerning for thrombus/infection in lvad outflow graft but subsequent transesophageal echocardiogram (tee) showed normal inflow and outflow graft velocities. There were no valvular vegetations noted. Cardiothoracic surgery reviewed imaging and determined there was no indication for pump exchange. Peripherally inserted central catheter (PICC) line was placed and home health and home infusion services were arranged and the patient was discharged home. Several weeks later the patient was evaluated for recovery and passed. The facility chose to occlude the vad instead of pursuing an additional surgery.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the infection in the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an unspecified infection. The outflow graft was ligated, the driveline was cut at the skin and the ventricular assist device (vad) remains in the patient. No further patient complications have been reported as a result of this event.